Event description:
On (b) () 2010, surgeon reported on the phone that a pt underwent a revision surgery due to a broken gamma nail.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.